Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that all keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction: the investigation was updated on 03/19/2015 with the following findings: when inserting the battery, the highlighted cursor on the ¿verify¿ screen scrolled down to the ¿confirm¿ without any button presses, indicating a stuck down arrow button. Using magnification, an etch short was found within the keypad flex between the ground and down arrow button traces. The short caused all keypad buttons to be unresponsive except for the contrast button.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow, and ok keypad buttons were found to be unresponsive. The contrast keypad button responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found under any button contacts. The pump case was removed and the keypad flex was found to be misaligned into the connector. The keypad flex was realigned and the keypad buttons regained functionality.